Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported passing out on occasion. The patient noted that they suspected the syncope occurring as a result of taking blood pressure and heart medication simultaneously. Technical services was consulted and recommended the patient speak with their physician. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.